Manufacturer narrative:
Device repair performed for implementation of (B)(4).

Event description:
The customer reported that the information center ix went into service mode however further details indicated that the device rebooted associated with patient discharge actions taken that occurred after (B)(6) 2018. There was no patient incident.